Manufacturer narrative:
H2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.

Event description:
It was reported, that the device powers off, when extending the plunger out. There was unknown patient involvement. And unknown, patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. No information has been provided to date. D4: catalog#: possible catalogue#: 3500-306. D4: serial#: possible serial #: (B)(6). H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.